Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer's grandmother stated that the customer was not on the insulin pump at the time of the event, but was getting started on it again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.